Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that the endoscope showed an upside down image. The staff swapped the endoscope, with no change. The staff reseated the sterile adapter and the new endoscope to resolve the issue. The intuitive tech support engineer (tse) explained the issue could be resolved by removing the endoscope, adjusting the base of the endoscope, and then wiping out the guided tool change feature on the arm by depressing the instrument clutch button. The staff proceeded with the case. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The customer reported that the issue was resolved by removing and reinstalling the sterile adapter followed by the 30-degree endoscope.